Manufacturer narrative:
Customer canceled service request. No evaluation performed.

Event description:
It was reported that the system had charger failure error. The system needed to be rebooted to regain functionality. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.